Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/31/2024, it was reported by a sales representative via email that one of the swivelocks from an ar-7715 ucl internal brace implant system broke during insertion. All broken fragments were removed. The bone was prepped with the drill and tap from the kit. The case was completed by opening another ar-7715 ucl internal brace implant system. The drill was used again and cycled multiple times. A larger tap was used, double tapping, and was left to rest in the hole for 20 seconds. This was discovered during a ucl procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.